Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead implantation was attempted, but not successful because the lead "would not track in a branch the physician wanted to use". The lead was removed and replaced. No patient complications were reported as a result of this event.